Event description:
Healthcare professional additionally reported for left side "breast pain", "capsular contracture grade unknown", "swelling in left breast", "suspected implant rupture with the presence of small, superolateral siliconomas in the left breast".

Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
The reported events of seroma and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. The reason for reoperation is: "had cancer because of allergan implants" not device related.

Event description:
Patient reported "had cancer because of allergan implants" against an unknown side. The event of "cancer" is not device related. A biopsy was performed which showed "considerable swelling and fluid retention in left breast", "capsule adherent to prosthesis", "fibrous pseudocapsule with chronic inflammation in the fibrin presence of breast implant associated-anaplastic large cell lymphoma (bia-alcl)". Partial pathological marker cd30+ was reported. The status of the device is unknown. This relates to the left side record.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4; b.5; b.6; b.7; g.1; h.6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Based on additional information, allergan medical safety has determined that capsular contracture is not appropriate, siliconoma was reported for the right (contralateral) breast, rupture was not confirmed. Hence unreporting the previously reported events of "granuloma, capsular contracture grade unknown and rupture"

Event description:
Healthcare professional later reported "regional adenopathies around the right prosthesis and in both axilla"; "palpable axillary lymph node on the left, an increased amount of fluid between the capsule and the intact membrane of the prosthesis, fibrous pseudocapsule with chronic inflammation and the clinical picture of breast-implant-associated, anaplastic large-cell lymphoma, rapidly progressing swelling, no obvious b symptoms, no micro organisms detected". The device has been explanted. Based on additional information, allergan medical safety has determined that capsular contracture is not appropriate, siliconoma was reported for the right (contralateral) breast, rupture was not confirmed. Hence unreporting the previously reported events of "granuloma, capsular contracture grade unknown and rupture".